Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had a dead battery and that was the cause of their inability to connect and sudden return of symptoms. Patient received a new implant and lead on october 17. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms two weeks ago. The representative was unable to connect to the ins and had tried using the programmer, and two different clinician programmers. No further complications were reported.